Manufacturer narrative:
Event summary: upon clinical data file analysis, the system notice indicating that the safety system detected a compromised outer vacuum (#50032) has been confirmed. Upon visual inspection of 2afast28 / 66863-73, results showed the catheter was intact with no apparent issues. Verification of the smart chip file indicated that the catheter was used for four injections. The catheter failed the performance test due to "outer vacuum compromised" system notice. Pressure test and dissection revealed an outer balloon breach. In conclusion, the balloon catheter failed the inspection due to system notice #50032 and dissection showed outer balloon pinhole. The pericardial effusion and tamponade is a known clinical issue encountered during the procedure. The system notice received is unrelated to the clinical issue encountered during the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the balloon was deflated. The balloon catheter was changed without resolve. The cryoconsole unit was then switched out. The physician noted pericardial effusion from switching out the balloon back and forth. Fluid was drawn from the pericardium after the procedure. The patient was stable before leaving the room. The physician felt also that introducing and reintroducing balloons when troubleshooting the console issue caused tamponade. The patient was stable when the procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.